Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed faulty low battery voltage measurement.

Event description:
It was reported that the patient came in for normal follow-up and it was found upon interrogation that the battery voltage of the device had dropped to 2.03 volts but no elective replacement indicator (eri) was triggered. The device remains in use. No patient complications have been reported as a result of this event.